Event description:
It was reported that leakage and flashback occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "the concerns are - that when they try to insert the cannula the flashback isn't immediately obvious. When the cannula is eventually inserted the needle splits the plastic cover on the needle. When the cannula is in, after a short time the area around the cannula starts to tissue and leak blood around the cannulation site. It isn't happening with every cannulation."

Manufacturer narrative:
Investigation: 1 used sample and 1 empty unit pack were returned for investigation. The used sample was activated and flashback was observed on the flashback chamber. The returned unit pack with batch #9105598. Unable to confirm the customer experience. As the returned sample has been activated, the flashback time cannot be further investigated. Therefore the root cause cannot be determined. DHR was performed on the reported batches and no quality notifications were observed or abnormalities related to the complaint.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9049884. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-15. Medical device lot #: 9049892. Medical device expiration date: 2022-02-28. Device manufacture date: 2019-03-25. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage and flashback occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "the concerns are: that when they try to insert the cannula the flashback isn't immediately obvious. When the cannula is eventually inserted the needle splits the plastic cover on the needle. When the cannula is in, after a short time the area around the cannula starts to tissue and leak blood around the cannulation site. It isn't happening with every cannulation."